Event description:
Patient reported that on (B)(6) 2019 the needle retracted after about four hours. Patient stated had high blood sugar after losing the v-go on (B)(6) 2019 because she was not able to get the needle back in. Patient made use of a pen to give herself extra insulin and patient did not put on a new v-go until 8am the next day.